Event description:
The application installation specialist reported the user failed a proficiency survey for po2 on three of five samples tested on the omni (6) analyzer. All results provided are in mmhg. Sample 1 result was 61 (60.6) and the acceptable range was 81-107. Sample 2 result was 78 (77.6) and the acceptable range was 93-120. Sample 3 result was 58 (58.1) and the acceptable range was 72-97. No patients were affected by the event and no questionable patient results were reported outside the laboratory. The user had not experienced any issues with calibration, quality control or patient samples. It was noted the user did not allow the survey material to equilibrate to room temperature for 24 hours prior to testing the material as recommended in product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable results for patient samples and repeated testing on (B)(6) 2010. The user stated 10 of the results did not match to her satisfaction and provided data for six patient samples. Of the provided data, the results for two of the samples were discrepant. Patient sample 1 initial bicarbonate result was 36.6 mmol/l and the repeat results were 25.7 was 24.3 mmol/l. The initial glucose result was 207 mg/dl and the repeat result was 104 mg/dl. The initial calcium result was 9.5 mg/dl and the repeat result was 8.4 mg/dl. Patient sample 2 was from a female born on (B)(6). The initial bicarbonate result was 36.7 mmol/l with a data flag and the repeat results were 25.7 and 24.5 mmol/l. The initial results had been reported outside the laboratory. The user stated she knows the patients were not adversely affected. The bicarbonate reagent lot number was 62804201, glucose was 63035301 and calcium was 62802801. The field service representative could not find a hardware cause and checked the entire system. He observed proper function during precision testing on the patient samples and ran performance tests. All the results were within specification and within the acceptable range.

Manufacturer narrative:
Based on the information provided, the event could be attributed to the user error. The customer did not leave the survey material out for 24 hours for equilibration, but only for one hour prior to the measurements.